Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be over 600 mg/dl. The customer was given insulin for high blood glucose. It was unknown if the customer was using auto mode at the time of incident or not. The insulin pump will not be returned for analysis.